Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh), urinalysis was pending, and warfarin was held for about 1 week due to life threatening gastrointestinal (gi) bleeding. The patient presented with stroke like symptoms, and was put on a heparin infusion. Log files were submitted for review and captured routine events. There was a slight uptick in pump power over the course of roughly two weeks of data but not greater than 2 watts. Pulsatility index (pi) values remained stable according to the trends in the graph. No pump powers greater than 10w noted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file contained events from 27may2025 through 10jun2025, per the timestamps. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists hemolysis, bleeding and stroke as potential adverse events, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under "anticoagulation "also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.